Event description:
Philips received a complaint by the customer on the v60 indicating that touch screen does not work. The system was in clinical use; there was no reported harm to patient or user. The manufacturer's product support engineer (pse) evaluated the device. The system was checked, the failure could not be reproduced. Pse identified smudge marks on the screen. As a proactive action, the touchscreen was cleaned, and touchscreen recalibration was done by the pse. The system works as specified.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16571.